Manufacturer narrative:
Review of the data management system confirmed that the user remained actively using the system with up-to-date information. The event was not related to diabetes management, glucose measurements, or use of the eversense system, and does not require further investigation.

Event description:
On (B)(6) 2026, the user reported experiencing flu symptoms and complications related to an ileostomy, which resulted in hospitalization. At the time of follow-up, the user reported still feeling unwell but confirmed ongoing follow-up with their healthcare provider. The user had returned home following the hospitalization.